Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct300 27.0 diopter, was explanted because the patient experienced residual refractive error. There were no complications, no patient injuries, and no additional procedures. The lens was replaced with another lens of the same model but a lower diopter (26.0). Through follow up additional information was provided. The residual refractive error was due to the patient's anatomy, there was no issue with the lens. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. There were no non conformances with respect to the sterilization process. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The complaint cannot be confirmed. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.